Event description:
It was reported that the gastrointestinal videoscope exhibited image was not in focus. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the image not being in focus, along with the zoom-cable/dual focus (lta) having no function and the appearance of focus function error e243, was a failure of the zoom-cable/dual focus (lta) assembly. The most probable cause of this zoom-cable/dual focus (lta) failure was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.